Manufacturer narrative:
A non-gore sheath was used during the procedure. The right common iliac artery measured 7.3-10mm. It is believed that the sheath was too large for the access vessel, thus causing the rcia dissection. The occlusion of the right common iliac artery was caused by the progression of the rcia dissection. The blood flow to the right lower extremity was maintained by the collateral vessels.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The devices were accessed from the right external iliac artery with a conduit. Final angiography showed a minor dissection of the right common iliac artery, which was left to be monitored. The preoperative aneurysm diameter was 59.7 mm. On the same day of the procedure, a retroperitoneal hemorrhage was identified. On (B)(6) 2009, bleeding from the conduit anastomosis site was identified and surgically repaired. On (B)(6) 2009, a minor proximal type I endoleak was identified. On (B)(6) 2010, a resolution of the proximal type I endoleak was confirmed. A minor type iii endoleak was identified. On (B)(6) 2010, follow-up examination showed that the type iii endoleak was persisting. The aneurysm diameter measured 59 mm. On (B)(6) 2010, a resolution of the type iii endoleak was confirmed. On (B)(6) 2011, the aneurysm diameter measured 70 mm. No endoleak was identified. Additionally, occlusion of the right common iliac artery was identified. The physician determine to take a wait and see approach. On (B)(6) 2013, a minor type ii endoleak was identified. The aneurysm diameter measured 80 mm. No re-intervention has been performed to address this endoleak.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.